Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es experienced a failed drawer issue affecting pockets a5 and d5. The problem initially occurred when a cubie would not open, and then the entire drawer failed to pop out. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets in the drawer were failing due to issues with the cubie tray and row board connections. A field service engineer reviewed the event viewer and found multiple failures for main 2-2 and row d. All cables were checked, and the retractor cable was inspected for damage, with no significant issues found. The field service engineer reseated the row board cable on the drawer controller board, replaced the cubie tray for row d due to excessive failures to resolve the issue. The system functioned as intended after the field service engineer repaired the device.